Manufacturer narrative:
The complaint device is not being returned and therefore not available for an evaluation. However, from the event reported, it appears that the device has been used incorrectly resulting in the failure and patient injury. A review into the depuy mitek complaints system did not reveal any other issues with this generator. This was the first time this generator has been reported. However, since there was no issue with the generator and this failure was due to incorrect handling, the generator is not being returned for service. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During arthroscopic hand surgery, the surgeon started to use the device with output setting around 30w. However, the surgeon did not know about the mode button and unintentionally stepped the mode button allowing to change the mode and the ablation power went up to 90w by depressing the yellow pedal instead of ablation. Since the surgeon did not look at the display of the generator during the surgery and continued to use the device. As a result, the patient had mild burn and the surgeon went for open. The backup device was used to complete the case. See associated med watch # 1221934-2014-00401.